Event description:
While performing bench service for the device, it was noted by an authorized bench technician that the unit had experienced an ECG equipment malfunction. There was no patient involvement.